Manufacturer narrative:
04/14/1998: g9-MFR report number has been corrected here and in header on page 1.

Event description:
Pt developed infection at pump implant site as a result of pre-existing medical condition and related series of multiple infections. Pt had long history of various infectious processes. Pump implanted 10/22/96 for peripheral neuropathy pain control with apparent success. Medical records indicate treatment of infection at pump site commenced in december 1996, ultimately culminating in explant of the device in january 1997. Pt treated with IV antibiotics, and returned to oral medication for pain relief.